Manufacturer narrative:
Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment, blank display and exposure to moisture found on aug 20, 2021. Device was received with a cracked battery tube threads and a cracked case behind the insulin pump near the battery tube compartment. Device was also received with a constantly blank flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to a constantly blank flashing white display. Device was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage was found on the force sensor, motor or vibrator¿assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The original electrical board 1 was cleaned using isopropyl alcohol and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a constantly blank flashing white display noted. The original electrical board 2 was cleaned using isopropyl alcohol and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a constantly blank flashing white display noted. A constantly blank flashing white display was confirmed due to corrosion on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. A constantly blank flashing white display was confirmed due to corrosion on the electronic assembly. Device exposed to moisture confirmed. Unable to generate graph, download history files and traces confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 428 mg/dl. Troubleshooting was declined for high blood glucose. Customer stated insulin pump was dead as they were sweating. Customer stated insulin pump kept beeping and was blank display. Insert battery alarm did not displayed on the screen. Contacts on the battery cap was neither missing nor damaged. Customer stated display did not returned after insulin pump restarted. Auto mode feature was unknown at the time of event. The insulin pump will be returned for analysis.